Manufacturer narrative:
Product was sold to end user summer of 2022. Inspection of the device before use was completed, and documented, but not provided. Stated they were using power setting of 12watts. The device was activated for 2-3 minutes during the 45 minute surgery. Coating that fell into the patient was able to be removed successfully. Procedure was a lower eyelid blephoroplasty. There was a delay in surgery as the bipolar was replaced and discontinued from use. The product has been exposed to 6 sterilizations. A scrubber brush was used during cleaning. A pretreatment of empower dual enzyme detergent was used per mfg specifications on the label with room temperature water. - the device was steam autoclaved using a tuttnauer e210 in a sterilization pouch at 273f for 30-60 minutes at 31 psi. Complaint confirmed from information received from end user and returned product. Root cause is determined to be user error in not following the sterilization instructions on the IFU: customer sterilized for 30-60 minutes, while IFU calls out 12 minute sterilization time. Reference attached IFU mc-17324 rev 12. This is the first complaint recorded for this occurrence based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvment or additional information pertinent to the investigation, a follow up report will be submitted.

Event description:
The customer alleged that the blue coating was seen coming off on their hands during the procedure and flakes were found inside the wound intra-operatively. The wound was irrigated and the pieces were removed with no harm to the patient.